Event description:
A new total parietal nutrition (tpn) line was primed with the filter. After priming, the filter emptied the fluid and filled with air. A new filter was attached, re-primed and it continued to empty and fill with air. A complete new line was setup with the same results. Tpn sent for review by pharmacy.